Event description:
It is reported that the lower trigger of the universal modular pneumatic double trigger handpiece was broken. The handpiece continuously works (run on). No add'l clinical info was received prior to this report. If add'l info is received, a f/u medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.